Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. The unit had missing end cap sticker, cracked case at display window corners, case at reservoir tube window corners and battery tube threads, broken belt clip slot, minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error while washing the car. Customer does not recall any significant events leading to the error. Troubleshooting was done for button error. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.